Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and verified the reported issue. Physio-control provided the biomed with technical assistance and gave the biomed the part number for the therapy connector. The device was not returned to physio-control for an evaluation; therefore, the cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that the therapy connector on the device is damaged. The device gave a "connect electrodes" message even though a known working therapy cable was connected to the device. As a result, defibrillation would not be possible, if it were necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control contacted the customer, a biomedical engineer, and was advised that they replaced the therapy connector on their device which resolved the reported issue. Following repair, the device was returned to service.

Event description:
The customer contacted physio-control to report that the therapy connector on the device is damaged. The device gave a "connect electrodes" message even though a known working therapy cable was connected to the device. As a result, defibrillation would not be possible, if it were necessary. There was no patient use associated with the reported issue.